Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis of the left eye one day following lasik treatment. The topical steroids were increased. Additional information received reporting the symptoms resolve approximately two weeks following onset and the patient patients vision is great.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to event date. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).